Event description:
The lead was capped.

Manufacturer narrative:
The reported insulation damage was confirmed in the laboratory. As received, the lead was cut and only the distal part and a piece of the lead body were returned. The outer insulation was abraded at 3.2cm and the blue cables were visible outside the lead body. The outer insulation of the distal part was abraded at 1.0cm and at 10.5cm from the distal tip.

Event description:
It was reported that the patient experienced vt episodes. The patient had a syncope and had an accident. The vt terminated after several atps with the first shock. X-ray indicated insulation damage. According to the physician, the syncope was not caused by the device and the device worked as programmed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.